Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a battery compartment crack on the left side of grip pad and below grip pad.

Manufacturer narrative:
Follow-up #1 date of submission 07/27/2016-device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: evaluation revealed a battery compartment crack on left side of grip pad and below grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.